Manufacturer narrative:
H6; a medtronic representative went to the site to test the equipment. No hardware was replaced. Codes b01, c19, and d14 are app licable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that issues persist after uninstalling and reinstalling app 2.1. The rep found that the issue occurs after about every third reboot. Technical services (ts) asked if a rep could swap the solid state drive (ssd) or camera cart from known working system to see if following a specific area. The rep noted that issue was happening with the other navigation system on site as well. Ts asked the rep if there was any damage to either camera or if the issue was still seen when covering up one sphere at a time on patient tracker/instrument to see if issue caused by instrument damage. The rep reported no damage to cameras and unable to resolve when covering up one sphere at a time. Only resolve found to be removing and readding instrument toolcards. The site was using new and clean branded spheres. No fault light on camera or message in software when occurring. Unknown how long the camera was on before using, but the rep tested both immediately after cart was turned on and a few minutes after with no change. Additional information as received. It was reported that the issue occurred in both spine and cranial applications. The rep tested 2 different cranial reference frames, and was able to replicate it. No other frames available to test with. The rep moved the system into a room that has different lighting, but was still able to replicate it. The rep replicated it on both camera carts. The rep cleaned off the camera lens and reported there were no scratches. Ts had the rep swap out the spheres on both reference frames, and it appeared in the tracking window. Additional information as received. It was reported that the rep confirmed happens within both imaging system and non imaging system procedures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that the issue was replicated and the network device interface (ndi) toolbox was examined within the application. When looking at the ndi image capture, they found that the camera was not seeing spheres in left or right passive window. When looking at position sensor 0 within ndi toolbox, they found status message stating "permission denied." The manufacturing representative (rep) stated that they were able to see spheres on the frame enough to verify instruments before issue occurs. There was no clear change to the system, instruments, and field that leads to the frame not being seen.

Manufacturer narrative:
H3, h6: a manufacturer representative visited the site on multiple occasions. On one visit, the rep tested the system and found both software and instrument issues. On a second visit, the rep tested the system and found an instrument issue. Codes b01 and d02 are applicable. C10 is applicable to the noted software issue and c13 is applicable to the noted instrument issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a manufacturer representative (rep) performed additional troubleshooting. For both this system and another which was experiencing a similar issue, the following were performed. The rep opened the network device interface (ndi) toolbox from application and updated the time. The network device interface (ndi) toolbox showed "permission denied" status message. The rep pressed camera icon to open ndi image capture window. The rep reported that the ndi image capture was blank. Technical services (ts) had the rep hold passive cranial frame up to camera and press camera snap icon below file to capture an image. Left and right images both showed all 4 spheres on passive frame were glowing white. On bottom right, connected light was green and tracking light turned green then yellow. The rep exited user application and logged into the admin user account. From the admin user account, the rep opened nditoolbox and the permission error message had disappeared. Cs opened ndi image capture and confirmed that passive cranial frame was still visible when taking a snapshot. Tracking and connected lights appeared the same as before. It was noted both this system and the other one responded the same during this round of troubleshooting.

Manufacturer narrative:
H3, h6: the system was evaluated in the field again. The camera was replaced. The system then functioned as intended. Codes b01, c08, and d02 are applicable. The spheres have not been returned to the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 product ID: 9735821, lot: - product ID: 8801071, lot: - h3, h6, and d10 updated. F1908 added as additional annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep does not believe the issue is with the spheres. The issue has been replicated with multiple sets of spheres and frames. It was noted that the issue occured during both imaging and non-imaging procedures was referring to that the issue occured while the patient was present and also during system testing.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having intermittent tracking issues while in surgery. The site went to collect an automatic registration but was unable to see both the imaging system trackers and patient reference frame. The site rebooted the navigation system twice before they were able to continue. The manufacturing representative (rep) was on site after and was able to replicate during troubleshooting. The rep found that they were able to temporarily resolve the issue after removing the reference frame toolcard from the instruments tab and adding it back in. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot#: (B)(6), (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the camera was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded the returned positioning sensor unit had electrical failure. A check of the event log showed two instances of storage temperature exceeded. There were also several intermittent firmware incompatibility and illuminator current low messages. Does: b01, c0201, and d02 h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6):- h2) please see section d9 for when the component was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.